Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported by the patient that an alarm occurred, and he was suffering from the hyperglycemia episode. Blood glucose level was 500+ mg/dl. In troubleshooting blockage is found at site. High blood glucose is treated with correction injection via mdi. No further information was available.